Event description:
It appears that too much fluid was taken, and machine registered amount incorrectly. Pt blood pressure dropped very low and had to be admitted to the coronary care unit. Pt fluid removed was 5.7 liters but machine indicated 3.3 liters. According to nursing staff, excessive fluid removed, caused blood pressure to drop.